Manufacturer narrative:
Analysis of the pump, model# 8637-40, serial# (B)(4), found no anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign health care provider (hcp) regarding a patient who received hydromorphone (10.0mg/ml, unknown dose) and bupivacaine (25.0mg/ml, unknown dose) in an implantable pump for an unknown indication for use. The pump was explanted due to an ongoing pocket infection despite "resitting" [the pump]. No further information was provided. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (confirmed via healthcare provider) indicated the pocket infection onset date was (B)(6) 2018. The patient experienced wound dehiscence and drainage. The patient was never septic and did not show signs of illness. Actions/interventions performed included multiple attempts to debride/resite pump, involvement of infectious disease specialist, and intravenous antibiotics. The pump was explanted on (B)(6) 2018. The patient's status was indicated as "no problems/concerns."